Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed but occurrence is likely. The device evaluation found a crack at the insertion tube side of the bending section cover adhesive; the forceps passage had a buckle and scrape marks; and there was yellow discoloration on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had damage to the tip of the scope at the distal end and had cross contamination results. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Despite good faith attempts, the user third-party culture results and cleaning disinfection and sterilization (cds) processes were not shared. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The event may be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer. Updated fields: b5.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had damage to the tip of the scope at the distal end, and tested positive for >100 colony forming units (cfus) of staphylococcus epidermidis and 1-10 cfu of bacillus. All channels were sampled. The issue was found during reprocessing. There were no reports of patient harm. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.